Event description:
It was reported that the unspecified bd¿ syringe had blood in it. The following information was provided by the initial reporter: "20ga needles having blood in them."

Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaint could not be confirmed and the root cause wasn't determined. DHR could not be performed due to unknown lot#. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ syringe had blood in it. The following information was provided by the initial reporter: "20ga needles having blood in them."